Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call button error alarm on the insulin pump. Customer's blood glucose level was 69 mg/dl. Troubleshooting for the button error alarm was performed. Customer did not recall any significant events leading to the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces also; the insulin pump was received with severely scratched display window noted. No button error al arm during our testing. The insulin pump had cracked reservoir tube lip and cracked case near the display window corners.